Event description:
The reporter contacted animas on (B)(6) 2012 and stated the up arrow keypad button had become unresponsive on (B)(6) 2012 and the patient was unable to bolus. The reporter denied damage to the keypad, trauma to the pump, or moisture exposure. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all the keypad buttons responded appropriately; the complaint could not be confirmed or duplicated. During investigation, visible moisture corrosion was found on the flex connector.